Event description:
Medical affairs left a message and sent a letter to the pt to contact medical affairs so that clinical information could be obtained. The pt contacted lifescan alleging that the meter powers off during use. The pt did no experience and symptoms at the time of testing. The pt mentioned that the meter powers on' however, "fades out and turns black". The pt tested on the physician's meter and received a 439 mg/dl. The physician treated the pt with insulin. There is no information on whether the pt tried to test on the mter prior to visiting the physician. The battery was correctly installed and the battery was replaced less than a year ago. The meter powered off before the automatic shut off time. The complaint is being reported as a malfunction, since the meter powers off during use. There is no evidence of an adverse event at this time, since medical affairs does not know whether the pt tried to test on his meter prior to visiting the physcian.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.